Event description:
The customer reported that upon activation of the retraction feature (button), the needle (cannula) stayed in the pt's arm. This had to be removed manually by the phlebotomist. It was noted that there were two (2) such occurrences. No medical or surgical intervention was required or requested.

Manufacturer narrative:
A complaint history check was performed and this complaint is the first complaint received for the lot number provided. A device history review was performed and no issues were found. Both customer samples and retains were inspected and tested for functionality. The reported condition was not observed or replicated. Eval summary: testing of customer samples: thirty-six (36) customer returned samples were examined and tested for loose cannula. None of these devices (0 out of 36), failed. All 36 samples demonstrated that adhesive was present in the hub of the device. There was no loose cannula or cannula fall out observed for any of these devices. Testing of retain samples: twenty (20) retain samples of the identified lot were tested for cannula pull out. None of the retains exhibited any indication that there was inadequate adhesive in the well and the results for all 20 samples fell within the mfg specs. Due to the reported condition of the cannula separating from the hub of the needle, a thorough investigation was initiated and is on-going. Regulatory compliance will continue to closely monitor the reported condition.